Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 11" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
This medwatch report is a correction to a previous initial medwatch report submitted. Please reference medwatch report 1220980-2012-00983, which was sent on 4/26/2012 with an incorrect registration number. Eval: the malfunction was duplicated and attributed to a faulty fuse on the defibrillator board. Analysis for reports of this type has not identified an increase in trend.